Event description:
Attempted to administer dmpa to deltoid muscle with 23 q inch needle - unable to push plunger - needle re-positioned - unable to push plunger - plunger pulled back - still unable to push plunger - needle removed new dose, and needle obtained and given into other deltoid muscle.